Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: date of event - unknown; explant date - unknown.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on an unknown date due to pain. During the procedure, the modular head was replaced and an acetabular liner was implanted.